Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of recurrent mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided a conclusive cause for the reported single leaflet device attachment/slda cannot be determined. The reported recurrent mr is the result of the slda. The reported hospitalization and additional therapy / non-surgical procedure are the result of case specific circumstances as the patient was hospitalized in order for an additional mitraclip to be implanted to treat the recurrent mr. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with an mr grade of 3-4. The clip was placed without issues, there was good tissue bridge and good leaflet insertion. The clip was implanted, and mr was reduced to 1. The following day, on (B)(6) 2020 echo images were reviewed showing the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 4. A second mitraclip procedure was performed on (B)(6) 2020. One clip was implanted, reducing mr from 4 to 2. No additional information was provided.